Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having multiple bent cannula issues due to which the patient had high blood glucose level reported to be 498 mg/dl at the time of event. The patient self-treated it with insulin injections. Three hours later, the patient was hospitalized due to high blood glucose level and kinked soft cannula. Reportedly, the patient also suffered from congestive heart failure and bronchitis. In the hospital, the patient received lantus, humalog injections and breathing treatment for bronchitis. This resolved the issue and the blood glucose level was at 185 mg/dl. The infusion set had been in use for two days. The patient did not notice any damage when the package was first opened. The patient had issues with 50-70% of the infusion sets that he had tried using. The patient had stayed in hospital for three days and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.